Event description:
A customer reported their son was receiving erratic readings on his adc blood glucose monitor. The customer reported receiving readings of 23 mg/dl, 205 mg/dl, and 201 mg/dl within 10 minutes. All tests were performed on the finger. The results where plotted on a parkes error grid and fell into the "c" zone showing the differences in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.